Event description:
It was reported that a patient underwent a sling procedure to treat urinary incontinence on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, hematuria, overactive bladder, and urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to stage iii pop and sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence and vaginal scarring. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-09158. The same patient is represented in each medwatch.